Event description:
It was reported that while attempting to cross a stent, the tip of the wire broke off and became lodged in a small branch of the lad. The tip of the wire remains in the pt. Pt status is listed as "okay".